Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided during processing of this incident, attempts were made to obtain complete customer, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-02403. It was reported that the patient was experiencing ineffective therapy. Surgical intervention is anticipated.

Event description:
It was reported that the patient's system was explanted on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.